Event description:
The following was reported to davol via maude event report ((B)(4)): "patient taken emergently to operating room for exploratory laparotomy, removal of infected mesh, and a small bowel resection with gangrenous small bowel. Event abated after use stopped or dose reduced? Yes." (B)(6) 2014 - patient implanted with a bard/davol ventralex st hernia patch. (B)(6) 2015 - infected mesh explanted and small bowel resection performed to repair bowel.

Manufacturer narrative:
Based on the limited information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The (B)(6) refused to provide information due to hospital policy. Regarding infection the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis." No lot number has been provided; therefore a review of the manufacturing records could not be conducted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Note: due to a technical issue, the data in the following fields were not transmitted electronically in the previous submission: (B)(4)